Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (cdt-d), right ventricular, right atrial and left ventricular leads were apart of a system explanted due to an infection. No adverse patient effects were reported following the explant procedure.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.